Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was not performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule, but the customer is not sure if any went into the capsule chamber. The defective device will be returned for investigation.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.